Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis due to alarming that the cassette is not attached. Functional testing was performed, and the customer's reported problem was confirmed. The pump was found to be "double beeping" during power up after batteries were inserted. Fluid ingression was found on the pump. The downstream occlusion sensor will be replaced.

Event description:
Information received a smiths medical cadd legacy 6400 pump was double beeping no cassette. No patient involvement, as event occurred during testing. Also reported was screen damage.